Event description:
Customer reported a cartridge change error occurred with their pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean the pump and attempt to load a new cartridge using proper technique, but the error recurred. The pump was not replaced as it was out of warranty.